Manufacturer narrative:
(B)(4). The customer reported to have replaced the power supply resolving the reported condition. The ventilator passed self-testing. Covidien was not authorized to evaluate the device.

Event description:
It was reported that, an 840 ventilator generated an alternate current (ac) power loss diagnostic message and the compressor was not working. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.